Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with monosyn suture. The client reported that he noticed that the needle was no longer attached to the thread when he unpacked it. This occurred prior to use.

Manufacturer narrative:
Summary of investigation: there are previous complaints of this code-batch regarding the same issue closed as confirmed after analysis. We manufactured (B)(4) units of this code-batch. There are 36 units blocked in our stock. We have received 13 closed samples and 2 open samples (without aluminum pack and one of them without carton with the description and contaminated) with the needle detached from the thread, and threads are still wound on the pack and needles are missing. To evaluate the conformity of these units, we performed the following tests: tightness test to the closed samples received has been performed and the units are tight. Needle attachment strength results conducted on the closed samples received are 0.86 kgf in average and 0.01 kgf in minimum (ep requirements: 0.46 kgf in average and 0.23 kgf in minimum). One of the samples does not fulfil the minimum, but 1 low value in 15 tested units is accepted, according to the requirements of the european pharmacopoeia. Nevertheless, only 13 closed samples have been received for analysis. However, taking into account also the open samples received and that there are previous confirmed complaints, we consider that this complaint is also confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill usp/ep and b. Braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the defective closed sample and the samples in the previous complaints show that the needle is escaped from the thread. Further analysis is not possible with the open samples received, as they are contaminated. Final conclusion: taking into account the open samples received and that one of the closed samples received does not fulfil the specifications of the european pharmacopoeia/b. Braun surgical specifications, we conclude that the complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.